Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous right posterior tibial artery. The 1.5mm x 20mm x 142cm sterling es otw was advanced and inflated. During the first inflation a balloon rupture occurred at 8atms. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.